Event description:
It was reported that during a laparoscopic prostatectomy procedure, product fired several times then jaws locked/jammed. Another device was used to complete the procedure. There were no adverse consequences for the patient. "The clip was on tissue and was unlocked by manipulating the handle and jaws. The surgeon opened a new product at that point."

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.